Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood and contrast in the balloon and lumen. Inspection revealed a pinhole in the balloon material, located at the distal edge of the markerband. Inspection of the remainder of the device revealed numerous kinks in the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely tortuous and moderately calcified vessel in the lower limb. A 1.5 mm x 20 mm x 143 cm coyote¿ es balloon catheter was advanced for dilatation; however, the balloon ruptured during the procedure. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely tortuous and moderately calcified vessel in the lower limb. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation; however, the balloon ruptured during the procedure. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.